Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings. R&d root cause investigation completed. The test strips are producing high glucose results is due to improper storage of returned test strips: the returned vial was most likely compromised by being left open for an extended period of time; consequently, the strips within the returned vial were exposed to heat and moisture.

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control test results from results obtained of 61 and 57 mg/dl. The customer's expected fasting/non-fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer since the test strips do not stored properly. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).